Manufacturer narrative:
This device remains implanted thus no analysis will be conducted. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that after the implant procedure fluid was noted in the this cardiac resynchonization therapy defibrillator (crt-d). A drain was used to drain the fluid. The device remains implanted. No further complication were noted.